Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked j1/pcb 1 keypad connector noted during visual inspection. Pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, or the dat test or verify low reservoir alarm due to broken reservoir tube lip and missing retainer. No pump error 130 alarm, motor/drive anomaly, noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. Pump was also received with scratched case, missing serial number label, missing end cap address label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed several times rewind was necessary and low reservoir alarm. The customer's blood glucose was unknown. The customer stated that battery cap was loose. Assisted customer in performing self test. The test was passed. The customer called back to report a pump error alarm. The insulin pump will be returned for analysis.